Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both hyperglycemia recorded at 450 mg/dl and hypoglycemia at 65 mg/dl while using the ilet with a 23-inch, 6 mm infusion set, including an episode of prolonged high glucose that was corrected after changing the infusion set and a subsequent low glucose after a second site change, with later successful resolution using oral glucose. Investigation included troubleshooting and education with guidance through a full supply change and confirmation that insulin delivery resumed. Investigation of this case revealed an unclear cause for the hyperglycemia and hypoglycemia, with no device malfunction confirmed and correction achieved through infusion set replacement and oral glucose. No clinical symptoms associated with hypoglycemia/hyperglycemia reported. Outcomes included recovery without outside assistance or medical treatment beyond consultation with dexcom and an endocrinologist. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.